Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed. The failure was due to heater not activating caused by a blown f1 fuse resulting in thermal decomposition of the component on the ac distribution board. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a blown fuse resulting in thermal decomposition of the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed fluid temperature out of range during step 5 of set-up. The issue occurred multiple times after the patient was advised to reset up with new supplies. The cycler was not near a heating/cooling source, the solution bags were stored away from the cycler in the closet in the same room, the bags were not heated up, nothing came into contact with the heater tray, the room was at room temperature, and nothing was blocking the fan on the back if the cycler. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the ac distribution board had thermal decomposition because of a blown fuse.